Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most probable contributing factors to the reported failure include a user error applying excessive force and/or using a damaged scorpion instrument. Since the complaint device was not returned and no evidence of the failure was provided, neither physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/15/2025, it was reported by a sales representative via (B)(6) that an ar-12990 knee scorpion top and bottom jaw were bent and the needle would not fire. Upon removal of the needle, it had broken off inside the device and was stuck. This was discovered during the case with no patient harm.